Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the vessel in the moderately tortuous and mildly calcified shunt. After a non-bsc guide wire crossed the lesion, a 6.0 x 100, 75cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 6-100/5.3/75 mustang balloon catheter. No patient complications were reported and the patient's status was stable.